Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when the cs300 intra-aortic balloon pump (iabp) appliance was turned on, it reported electrical test failed code 50 and 51. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) cleaned the connections and the device passed functional tests. Repair completed.